Manufacturer narrative:
A specific cause for the reported elevated ldh and suspected clot could not be determined. The patient remains ongoing on (B)(4) and no further events have been reported at this time. A review of device history records for this device showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient was admitted from the clinic on (B)(6) 2014 with a lactase dehydrogenase (ldh) level of 1082u/l. He was started on heparin. On (B)(6) 2014, he presumably threw a clot to his left lower extremity. It was pale, cool, and had poor sensation, pain and numbness. Before the event could be fully evaluated by vascular ultrasound, it resolved (the hospital contact assumed from the heparin). The patient was discharged on (B)(6) 2014. The patient was seen in the clinic on (B)(6) 2014 and his ldh was continuing to trend down and was stable.